Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was not confirmed as the mentioned malfunction could not be reproduced. Additional functional tests test were performed and we are not able to reproduce the complained malfunction. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected and the device was manufactured according to the specifications. The present pedicle screws were analyzed for conformance to print specifications as well as the device history records were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the instrument was manufactured according to the specifications. As the complaint condition could not be reproduced the complaint is considered invalid and a non-issue. We are not able to determine the exact cause of this occurrence and based on the complaint description we can only assume that the pedicle screws were not correctly attached onto the instrument.

Event description:
It was reported that there were problems during the insertion of the pedicle screws. The first screw would not release from the prime lock mechanism. The second screw was implanted but the prime lock mechanism must have cross threaded and therefore while inserting the screw, the thread in the head was stripped. The final screw was used because the hole had already been made and insufficient purchase was found in the bone. One of the locking caps is also damaged however this is still in the patient. The thread of the head is also stripped. No further information was provided. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)